Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. The balloon inflated but failed to maintain its inflation due to an interlumen leakage in the catheter body around the catheter tip between the balloon inflation lumen and the distal lumen. Leakage was noted from the distal lumen when the balloon was inflated. Leakage was also observed from the balloon inflation lumen during leak testing of the distal lumen. The proximal injectate lumen was patent without any leakage or occlusion. No visible damage to the catheter body, balloon, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that balloon could not maintain its inflation before use. There were no patient complications reported.